Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a broken sensor wire occurred. The sensor was inserted into the (B)(6) 2018 on abdomen. No medical intervention was reported. Additional event or patient information is not available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.